Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A review into the depuy mitek complaints system revealed two other complaints from the same facility for this serial number. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during an arthroscopic procedure that the fms vue was not keeping the surgeon's vision clear and caused extravasation. The sales rep reported the extravasation was noticable but was able to be treated with compression. The patient was able to go home as scheduled with no adverse consequences. The surgeon completed the procedure with the same pump. There was a 5 minute delay reported in the procedure.

Manufacturer narrative:
Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and no functional fault was found. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy mitek complaints system revealed two other complaints from the same facility for this serial number. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.